Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, the lead was found to be defected due to malfunction of the screwing mechanism. The lead also exhibited high capture threshold and insulation break. Another lead was used. Patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.4cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.